Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing leaked during a patient infusion sometime (B)(6) 2018. The users report that the blood set leaks at the distal end of the set near end of infusion at the connection to the maxzero and occurs mostly on central lines. No patient harm was reported.

Manufacturer narrative:
The customer's report of a tubing leak at the connection to the maxzero valve was confirmed. Visual inspection showed no anomalies. Functional testing showed a leak at the engagement at the top of the valve. Further inspection of the valve top under magnification showed a microchannel/scratch within the interior diameter of the valve. The root cause of the microchannel was an equipment error during the inspection and testing process.

Event description:
The customer reported that two hours after the start of a prbc infusion via a hickman line, the blood leaked from the distal part of the spin luer-lock during the flushing period at the end of the infusion. Both the tubing and needleless connector were sequestered after the event. No patient harm was reported.

Event description:
The customer reported that two hours after the start of a prbc infusion via a hickman line, the blood leaked form the distal part of the spinner luer-lock during the flushing period at the end of the infusion. Both the tubing and needleless connector were sequestered after the event. No patient harm was reported.